Event description:
The customer reported the system had problems with the cine function and would not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reformatted the cine drive. The system operates as intended.